Event description:
The customer reported that the system would intermittently display a generator error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative retrieved the tarball for review, and replaced the generator interface printed circuit board. The system was tested and found to be working as intended and put back into service.